Event description:
Customer reports one incident of incompatibility between gambro bloodlines and bloodport header threads leading to a blood leak. Estimated blood loss was between 30 and 60 cc's. No patient injury or medical intervention was reported.